Manufacturer narrative:
This report is being supplemented, to provide a correction for g2. And additional information, based on the legal manufacturer's final investigation. G2: checked 'other', to add the country germany. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the device coating peeling off at the insertion section was likely, from physical stress caused by user handling. The specific root cause of the user handling could not be determined at this time. The following information is stated, in the instructions for use, regarding proper handling of the device: "preparation and inspection. Inspection of the endoscope, inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities". The following information is stated, in the instructions for use, which may have prevented the event: "important information. Please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged. And could cause patient injury, such as burns, bleeding, and/or perforation. It could also, cause parts of the endoscope to fall off inside the patient". Olympus will continue to monitor field performance for this device.

Event description:
As reported, during device inspection of the device return for maintenance, peeling off the coating on the insertion section was observed. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
Device return inspection of the device found peeling of the coating on the insertion section. Furthermore, below are additional findings from the device inspection: insertion part , distal end, c-cover damaged. Connecting tube was deformed. Ccd unit, found with rgb dots. Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting